Event description:
During an atrial fibrillation / atrial flutter procedure, optical and impedance issues occurred, and the procedure was cancelled. It was reported that the contact force values would intermittently go in and out. The catheter was replaced which seemed to resolve the issue, but then contact force values appeared incorrect. It was also reported that the impedance value on the ampere generator was displayed as 999. A third catheter was introduced, and the tactiflex rf cable was replaced, but the issue persisted, and the procedure was abandoned. It was unknown as to whether the tactisys or the ampere generator caused the issue.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the front ports, rear ports, enclosure, and label were free of physical damage. When power was applied, the tactisys completed the post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was observed. Fiso diagnostic revealed all three channels were functional. The reported symptom was unable to be duplicated as contact force was tested, and no anomalies observed. The tactisys was functioning as intended during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause remains undetermined.